Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 830 mg/dl. The customer had changed the infusion set three days prior to the event. Troubleshooting was performed, and the fixed prime was not set correctly. Assisted with the proper setting. The customer declined further troubleshooting at this time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.